Manufacturer narrative:
Additional information: the balloon did not fragment and was successfully removed from the vessel by removing the catheter completely. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using nanocross pta balloons for treatment of a calcified lesion in the distal region of the right popliteal artery. The nanocross balloons were both prepped as per the IFU with no issues identified. It was reported both balloons burst at an unknown pressure during the procedure. It is not known how many prior inflations were applied to the device prior to the issue occurring. It is not known how the balloons were inflated. Bothe balloons were safely removed from the patient. There was no injury/intervention associated with this event. Another device was used to complete the case.

Manufacturer narrative:
Continuation of d10: product ID ab14w030100150 (b663788); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.